Event description:
Pt states that he had normal vision until electroencephalogram was performed and he was instructed to maintain gaze on a flashing light. Since that time he has complained of loss of central vision with central scotoma in each eye. Vision 20/60 right eye and 20/200 left eye. Excellent cooperation on computerized visual field with no fixation losses or no false positive errors with either eye. Normal visual fields. Maculae have red hue.